Event description:
On (B)(6) 2013, patient reported her adapters do not have rubber washers. Patient stated she noticed insulin was leaking into the chamber of the infusion device. Patient reported she believes it was leaking at the adapter site. Patient stated she noticed the leak when she was changing the cartridge. Patient reported when she noticed the leak, she removed one of the rubber washers from her old adapter and put it on the new adapter; it stopped the leaking. Patient stated she was able to clean out the chamber of the infusion device. Patient reported there were no adverse reactions due to the leak. Patient stated she did not experience any blood glucose issues due to the leak. On follow up call on (B)(6) 2013 patient reported she discarded the leaky adapter. No physiological effects were reported. The patient did not report needing assistance from a healthcare professional or second party to address the issue. Adapters sent; no product return was requested.

Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA. Device is unavailable for return.

Manufacturer narrative:
Conclusion the complaint cannot be verified. Result adapter: as the product has not been returned for investigation the complaint could not be replicated. Cartridge: since no material has been returned from the customer and no lot number is known, no investigation could be performed. Therefore the complaint cannot be verified. As the product has not returned for evaluation, the complaint could not be investigated. Device was not returned.